Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a automated impella controller (aic) support for a patient admitted in acute myocardial infarction and cardiogenic shock. The team noted a yellow aic alarm that prompted the team to replace the aic. The patient remains on support therefore the patient outcome is unknown.

Manufacturer narrative:
The investigation for the console (aic) controller failure yellow alarm has been completed. Data logs were reviewed which show two commands "process's sampling data from optical bench: sent stop acquisition cmd ack" then "clear all optical data shared memory: 0x4000". This results in"handle optical error conditions withv alid sample: calculator placement signal 130" which is indicative of the pattern failure mode loss of optical data due to a software defect. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the controller error was due to an aic software issue. Corrections to the initial MFR report: g1-MFR site name and address.